Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator received five inappropriate anti-tachycardia pacing and six inappropriate shocks due to what appears to be supraventricular tachycardia. The therapy for the event was exhausted. Boston scientific technical services (ts) discussed reprogramming options. This device remains in service. No additional adverse patient effects were reported.